Event description:
Pt had pedicle screws inserted in 12/92 due to pain and ruptured disks at "4,5, & 6". In 1/93 rptr had one screw removed from the right due to severe pain. The pain on the left side has become progressively worse and the rptr is now partially disabled and on daily medication. The rptr stated that the screws were not FDA approved for their back surgery.